Event description:
It was reported that the patient presented in clinic for magnetic resonance imaging (MRI). Upon interrogation post MRI, it was found that the implantable cardioverter defibrillator (ICD) had gone into backup operation and high voltage therapy was not active. It was found that the MRI scan was performed without setting the ICD into MRI mode. Reprogramming was performed and the ICD was restored. Patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.